Manufacturer narrative:
This complaint and report was created in error. There was no allegation of malfunction by the customer. The issue was found during a routine preventative maintenance.

Manufacturer narrative:
(B)(4). Conclusion: the service technician completed the 10k pm and replaced the turbine to correct the reported issue.

Event description:
The customer returned the ventilator to have the 10k performance maintenance (10kpm)performed on the ventilator. During the 10k pm, the turbine starting making a grinding noise and stopped working. This reported issue was found in service, therefore there was no patient involvement or harm.